Manufacturer narrative:
Continuation of d10: product ID 8781 lot # serial # (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 13-sep-2026, UDI#: b)(4); (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding patient(s) who was receiving gabalon of an unknown concentration via an implantable infusion pump for cerebral palsy. The pump administered gabalon at a dose rate of 105 mcg/day from approximately (B)(6) 2026. It was reported that since around april, fluid began to accumulate around the pump, so infection was suspected. Culture testing was performed, but no bacteria were detected. The fluid was cloudy and inflammatory findings were observed, so antibiotics were used. As the family wished to continue intrathecal baclofen (itb) therapy, the course was observed; however, because the fluid accumulation persisted, the dose of gabalon intrathecal was gradually reduced and the pump and catheter were explanted. The pump administered gabalon at a dose rate of 49 mcg/day from 2026-jun-09 to approximately 2026-jun-10. It was further reported that ultimately, no bacteria were detected but it was presumed that some form of infection had occurred. The onset of infection was april. The date 2026-apr-01 is considered an approximate date of event (specific month and year known only). The patient recovered regarding their outcome as of 2026-jun-10. Regarding explant due to infection, the relationship of the event was unrelated to the drug, pump, and catheter, but unknown if related to procedure.